Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jje5, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that all summer and at different times they have had terrible pain where the actual ins is located; it is under their ribs, around their back, where their love handles are. It was noted that they had already told their healthcare provider. It was also reported that they had experienced leakage and wetting on and off for the last 4 months. The feel the urge to go, urgency, but when they stand up it just comes out. The patient had used the monitor the night before and gone up to almost 5.2. It started to stimulate pretty strong pain in their vagina when they ¿turned it up and slept with 4.5 and if they laid a certain way so they turned it down, now it¿s turned down.¿ it was recommended that they follow up with their healthcare provider to resolve their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the consumer. It was reported that they had trouble with their stimulation cutting on and off which meant they were still leaking and wetting themselves at times. They had pain at the ins site. These were continuations of the issues already reported. They reported that their healthcare provider told them to get in contact with a rep because something was not working right with their leads or something, it had something to do with the thing inside of them because they were wetting themselves. They have an appointment scheduled with their healthcare provider to go over their urgency. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information received from the consumer and a manufacturer representative. The patient reported that they felt like they were "all swelled up." The rep clarified that the report of "something not working right with the leads or something" was a patient issue, not a device issue. The cause of the issue was turning the stimulation up too high. Stimulation was turned off for a week and then started with a lower amplitude. The patient was having leakage again and it sounded like therapy was turned up too high again. The patient was making an appointment with a new healthcare provider and was turning the device off until they could get in. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received from the patient. Patient said that she is experiencing urgency however when she goes to void only dribbles. Patient mentioned that she was taking pain pills as directed however they are not helping. No further complications were reported. Additional information was received. The patient called back and repeated information. They stated they were having so much discomfort since the device was turned off. They were walked through turning stimulation on as they asked how, and they turned it up to 2.2, where it was comfortable. They also repeated that they were having an aching pain at the implant site. Additional information was received. It was reported that the patient wanted to speak with their manufacturer representative (rep), as the device was not helping their symptoms, and the rep was emailed accordingly. The patient reported they were leaking and having accidents. The patient did not know if the problem was the device or their bladder, but did not think their bladder was the problem, and noted they thought the device was the problem. They were on program 4 at 3.5, and increased stimulation to where they could feel stim sensation, but it went away. They noted they were unable to get a strong buzz. It was also noted the problems had been occurring since 2018 and became worse in 2019. The patient reported their new healthcare provider, who did not work with their type of device, told them they were a special case, and wanted to perform a test on them and give them botox. The patient noted they already had a list of physicians. The patient called back and reported the same issues the following day. The patient requested troubleshooting over the phone, as they were changed to p4 last year and were able to increase stim, but would not feel stim shortly after doing so. They had been able to reach 5.0v. They stated they did not think making therapy changes would help since they thought there was an issue with the wires and communicating with their ins. They reported an x-ray was taken three weeks prior, which showed two leads were attached to the ins and two were embedded in their nerves. That healthcare provider suggested they see a spine healthcare provider, and the patient noted they did not want to proceed with botox. No further complications were reported. A response was received from the manufacturer representative. No new information.